Manufacturer narrative:
Event was reported to have occurred on an unreported date in (B)(6) 2020. This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in a peritoneal infection. The breach in aseptic technique was not further specified. It was not reported if the patient was hospitalized for the event. Treatment for the event was unknown. At the time of this report, the patient was recovered from the event and pd therapy was ongoing. It was not reported if the patient was retrained for proper aseptic technique. No additional information could be provided as the reporter declined follow up.